Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with insulin. Reportedly, a new cartridge was filled and loaded successfully. Additionally, it was reported that the pump touch screen was unresponsive and became frozen on the load menu screen. The pump was reset, and the customer continued to use the pump for insulin therapy. Customer's blood glucose was 193 mg/dl.